Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Reference manufacturer number 2032227-2015-32426.

Event description:
Customer reported via phone call that the insulin pump stopped working, and when she changed the battery the display went blank. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated for the blank display anomaly. The insulin pump appeared to be functional and undamaged, save for a ten-month-old crack on the reservoir, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.